Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154233.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited high out of range pacing impedance and oversensing of noise.